Manufacturer narrative:
Section d4: additional information manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020 that captured of multiple pulsatility index (pi) events. The pump operated above the low speed limit for the duration of the log file. There were no atypical alarms, and the log file appeared to show the system operating as intended. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2007 on customer order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient came into the clinic on (B)(6) 2020. The patient needed a clamshell repair of his distal driveline. The patient was scheduled to come into the clinic on (B)(6) 2020 at 11:30 am. The account requested that a clamshell repair be scheduled for 04nov2020. A universal percutaneous lead bend relief repair kit was installed on 04nov2020. The pi events resolved on its own. The device operated as expected. The patient was asymptomatic. The account planned to continue standard care.